Manufacturer narrative:
Exact date unknown, event occurred several years ago, (B)(6) 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17674686/17674686.

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient underwent an explant procedure wherein all device components were explanted. The explanted devices will not be returned. No further information has been obtained devices despite good faith efforts.